Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was unknown at the time of incident. Troubleshooting performed. The caller stated that the insulin pump alarmed during manual prime. The caller declined to complete troubleshooting. The customer's blood glucose was 20 mg/dl at the time of call. The caller stated that they suspended the insulin pump. The caller stated that the reservoir was showing the same amount of insulin as shown on the status screen. The caller stated that the insulin pump was not exposed to high magnetic fields. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.